Event description:
While using a byte night aligners, patient reported that their aligners on top right are cutting into their gums, leaving a severe indentation on their gums after wear and causing extreme discomfort and bleeding. They have tried to file them down but has not helped and are requesting that their aligners be remanufactured. Provided patient with hh tips and further update to see if issue resolves.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.